Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified baxter set was kinked. It was not specified when in the process step this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.